Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated with measurements consistently above 2 volts since (B)(4) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted (B)(6)2014. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead experienced loss of capture. The patient experienced "symptoms" and pauses. The rv outputs had been programmed subthreshold. The lead was reprogrammed and capture management was turned off. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.